Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the breath delivery printed circuit board (bd pcb), which resolved the reported issue.

Event description:
It was reported the ventilator was not passing power on self tests (post). The ventilator was not in patient use at the time of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.